Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The customer reported that the purge system was not properly purging fluid. A new purge cassette and a new console were tried, and the issue was resolved. The customer believed the problem was likely related to user error prior to the representative arriving onsite. The reported events are failed-to-detect purge cassette, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
B1: added product problem. D4: corrected the serial number, UDI, lot number, catalog number. D6a and d6b: omit the implant and explant date, the aic controller is not an implantable device, and these dates do not apply. H4: corrected the manufacturer date.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included removal of "failure to detect" as there were no issues noted with detecting the cassette; adding "purge pressure low" for the purge system open alarms and adding of "priming issue" as there were issues at case start with purging fluid. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event. Related report number(s). This is one of two device reports related to the event. Refer to section h10 for the related report number(s).

Manufacturer narrative:
This report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Event description:
Additional information from the complainant reports there was no limb ischemia with this patient, and the pump is not available for return.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
Updated information: d1 brand name changed. D6a/d6b added. D9 device return date added.